Event description:
Customer reported unexpected negative reactions when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. The patient had a known anti-fya.

Manufacturer narrative:
Review of results show that the customer received negative results on all cells. Cell 3 should have resulted positive, it appear to visually have some red cell adherence. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Re-testing results show that the customer received negative results on cells 1 and 2. Cell 1 and 3 should have resulted positive. Cell 3 resulted positive with a 3+ reaction and cell 1 resulted negative that visually appear negative. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Confirmed the reactivity of the fya antigen on retention capture-r ready-screen 3 (crrs3) lot r108 and r114 using anti-fya lot fya55h-1(1:32 dilution). Confirmed the reactivity of the fya antigen on returned capture-r ready-screen 3 (crrs3) lot r108 and r114 using anti-fya lot fya55h-1 (1:32 dilution). Performed a screening assay on customer submitted sample using panoscreen I, ii and iii, lot 37408. The sample exhibited positive reactivity with cells I and iii and negative reativity with cell ii. Performed a selected cell assay on customer submitted sample in manual capture using instrumentation calibrated testing with retention products crrs3, lot r108 and r114. The sample exhibited negative reactivity with cell I and 1+ positive reactivity with cell iii using crrs3, lot r114. The customer's submitted sample exhibited 1+ reactivity visually with cell iii on lot r108. Performed a selected cell assay on customer submitted sample in manual capture using instrumentation calibrated testing with retention donor samples h718 and h554 using retention products capture-r select lot sc149. Donor h718 exhibited 3+ reactivity and donor h554 exhibited 4+ reactivity. A service call was made. Completed the unexpected reaction checklist on the echo. Found residual volume low. Adjusted residual volume within specification. Performed qc with acceptable results. Performed screening assay on 3 samples with acceptable results. Unit was tested and found operating with in specification.